Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damage at electronic and motor assembly. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that she had been swimming with her pump and afterwards noticed a crack on backside of insulin pump. The insulin pump had turned off due to fluids in pump. The customer¿s blood glucose level was 18.6 mmol/l. The insulin pump will be returned for analysis.